Manufacturer narrative:
The echelon-14 micro catheter was returned for analysis. Upon visual inspection, no issues were found with the echelon-14 micro catheter hub or body. The echelon-14 micro catheter distal tip appeared to be shaped. The distal tip was found to be damaged. Upon further inspection there appeared to be a puncture at the distal marker band. The echelon-14 micro catheter was flushed, water exited from the puncture and the distal tip. One in house guidewire was hydrated and inserted into the echelon; no resistance was encountered. An in-house mandrel was unable to pass through the distal tip as it exited through the punctured location. No other anomalies were observed. Based on the device analysis and reported information, the customer¿s reported event was confirmed, but the cause of the observed damage could not be determined. The customer does not have any information regarding puncture at the distal marker. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report of coil resistance in the proximal section of an echelon catheter. Prior to resistance, the coil had been pushed from the introducer sheath smoothly. The devices had been prepared/flushed as indicated in the IFU. There were no related patient symptoms. The echelon catheter was returned and observed to have puncture damage.